Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and observed an event code was logged in the device's memory, indicative of a failure of the device to charge for defibrillation energy. There was however no failure to charge observed during the service activity. After clearing the service log, and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
A third-party service agent contacted stryker to report that during preventive maintenance of the customer's device was observed that an event code is logged in the device's memory. The logged event code is indicative of a failure of the device to charge for defibrillation energy. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.